Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. Device analysis was unable to confirm a device malfunction. Disfigurement was also reported; however, cannot be confirmed through device analysis. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and found to fail the inflation, deflation and valve activation tests. A device malfunction was therefore confirmed as the pump functional test failures would affect the functionality of the device and result in it to operate different than expected. Device analysis cannot confirm the allegation related to disfigurement. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events related to a dimpled pump could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required. System components pump model- 72404310 lot sn- (B)(6). Mfg date- 09/05/2018 exp date- 09/04/2023 gtin- 00878953003986.

Event description:
It was reported that the patient experienced a replacement of a inflatable penile prosthesis(ipp) cylinder and pump due to a bent penis and a dimpled pump. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of a inflatable penile prosthesis(ipp) cylinder and pump due to a bent penis and a dimpled pump. A patient outcome was not reported.

Manufacturer narrative:
Additional information received states the patient's bent penis was related to patient anatomy and not a cylinder issue. The patient "got well" following the surgery. System components pump; model- 72404310; lot sn- (B)(6); mfg date- 09/05/2018; exp date- 09/04/2023; gtin- (B)(4).

Manufacturer narrative:
System components. Pump, model- 72404310, lot sn- (B)(4), mfg date- 09/05/2018, exp date- 09/04/2023, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of a inflatable penile prosthesis(ipp) cylinder and pump due to a bent penis and a dimpled pump. A patient outcome was not reported.